Manufacturer narrative:
The user was reported that sensor was removed due to an infection. Multiple follow up attempts were made to reach the user and collect additional information. During the first, the user answered and abruptly hung up the phone. Two additional follow up attempts were made, but there was no response from the user. Infection at the insertion site is a known and anticipated potential adverse effect of the adhesive patches, which does not require additional investigation.

Event description:
On 14 may 2024, senseonics was made aware of an incident where user had to go to the emergency room where the sensor was removed due to infection.